Manufacturer narrative:
Product ID: 3889-28, lot# va0a4av, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a lead fracture with persisting urinary urge and incontinence. There was a report that no action was taken and resulted in an unscheduled clinic or office visit. Device interrogation showed a fracture in lead #2 on (B)(6) 2017. It was reported that the event was related to the device or therapy and not related to the implant procedure. Symptoms include stress urinary urge incontinence with walking and bending during the day. They wake with urinary urgency at night, being unable to make it to the restroom, and changes depending 4 times per day. They only felt the device on occasion and x-ray showed that the device was in place. The issue was unresolved with no further action planned. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va0a4av, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead had fractured and that on (B)(6) 2019; impedance check notes greater than 4000 with each impedance pair involving lead ii, program 1 w/ lead positive lead 3, neg. Lead 1 and neg. Lead 0, amplitude of 1.2 component. No symptoms reported and the event is still ongoing . It was stated that the event was not related to the therapy or device nor the implant procedure. No further complications noted or anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that they will have lead replaced once battery change is required. Scrotal pain, wants to turn off. (B)(6) 2020: still turned off. (B)(6) 2020 and that the patient still have persistence groin pain despite turning off ins. Unresolved with no further action planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va0a4av, implanted: (B)(6) 2013, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study. It was reported that the interstim was interrogated today showing non-functional lead 2. Will have lead replaced once battery change is required.